Event description:
Initially, an electronic report was received of a dialyzer reaction that occurred to a pt undergoing dialysis treatment. The rn manager of this unit was contacted for additional info. It was learned for this event, the pt has started dialysis at 1130 and became unresponsive at 1205. Bp at time of event was 100/74. The pt's blood was returned. Ems was called and the pt transported to the ER and was admitted for history of syncope. On this admission, other tests performed were to rule out seizure. CT of the brain compaired a previous study of 03/15/2005, and the report indicated no significant changes. Bone windows were utilized which outlined an intact bony calvarium throughout. Chest x-ray revealed questionable infiltrate right lower lung field with moderate cardiomegaly. An EKG 2d and m mode exam was performed. The results are: cardiac ejection fraction is est at approx 45%, mild l ventricular hypertrophy, mild l atrial enlargement, mitral annular calcifications, mitral valve sclerosis, aortic valve scierosis, mild to moderate mitral regurgitation and mild triscupid reguritation. Est. R ventricular systolic pressure by doppler study is 67 mg/hg which is at least moderately increased. There is no sample or lot number for evaluation. The pt was later discharged and continued dialysis with use of this dialyzer. This pt has a history of non compliane with use of prescribed beta blocker. The pt arrived pre tx with 6 kg of fluid on. Staff attempted to remove 4.6 for this treatment.